Event description:
As reported by the sales rep. Per the user facility: after starting IV and cleaning up nurse was stuck by introcan stylet. The shield had shifted off the needle. Customer did not save sample. Nurse followed with employee health per facility protocol. Additional information provided by the user facility indicated that all protocol bloodwork testing performed has been negative to date. The sample was discarded. The sales rep reported the lot number is 7d15258w27.

Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries sdn bhd, in malaysia.